Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2014; dtma1d1 ICD, implanted:(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has elevated and high thresholds. The lead continues to be monitored and remains in use. The patient is enrolled in the pan cvg clinical study. No patient complications have been reported as a result of this event.